Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the suture broke three months following an initial patella repair. The patient was returned to surgery for repair. The suture was replaced with two staples. The patient is reported in stable condition.